Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the literature article entitled ¿total shoulder arthroplasty with an all-polyethylene pegged bone-ingrowth glenoid component¿ written by michael a. Wirth et al; published in the journal of bone and joint surgery, incorporated, on february 1, 2012; was reviewed. The purpose of the study within the article was to (1) to evaluate the radiographic findings in a series of patients; (2) to compare the clinical results to prior published results involving pegged glenoid components; (3) to examine the radiographic findings for evidence of the hypothesized increase in radiodensity about the central flanged peg; and (4) to determine whether the initial postoperative seating and radiolucency scores had an effect on the subsequent radiodensity about the central peg. Within the articles current study, 44 shoulders in 41 patients treated with primary total shoulder replacement for primary or secondary osteoarthritis of the glenohumeral joint between july 2002 and november 2006 and followed-up with for a minimum of two years (range two to seven years). All arthroplasties were performed with the anchor peg glenoid component (depuy). The glenoid component was available in five sizes with a diameter of curvature of 46, 50, 54, 58, or 62 mm. The five corresponding prosthetic humeral heads had a diameter of curvature that was 6 mm less that of the glenoid component (40-56 mm). Altogether, 38 shoulders had both a ¿better¿ seating grade and a ¿better¿ radiolucency grade as defined by lazarus et al. Three patients had osteolysis. 68% of the 44 shoulders had increased radiodensity between the flanges of the central peg, which was interpreted as bone ingrowth (osseous integration). Findings also demonstrated a positive associated between perfect seating scores on the initial postoperative radiographs and increased radiodensity between the flanges of the central peg a the time of latest follow-up. It is reasonable to postulate that good implant seating, the absence of radiolucency, and increased radiodensity between the flanges of the central peg may all contribute to the longer-term success of the glenoid component. One shoulder had glenohumeral instability after an abduction/external rotation injury (dislocation) at five weeks following the arthroplasty. Management included subscapularis repair and removal of a loose glenoid component with bone-grafting of the glenoid vault. The pain and instability resolved. At the latest follow-up, four years postoperatively, the patient was satisfied with the outcome and had no major limitations. It is not specified which sizes of glenoids were used in the adverse events within the article. The adverse events will be captured on one glenoid due to this.